Event description:
Customer reported being in hospital due to high blood glucose and dka. Troubleshooting during phone call indicated that pump appeared to be operating normally. Customer reported that infusion set cannula was kinked.